Event description:
Based on report mw1034702 received from the FDA: "bovie pad placed on pt right thigh for procedure. After the procedure a burn was noticed where the pad was placed. No audible noise during to indicate bad connection. No metal on pt or no wetness where pad was placed." The report also indicated "adverse event" however no details about the severity or nature of the burns were provided.